Event description:
The product was used during unspecified procedure. Reportedly, the suture broke post-operatively. The patient was brought back to the or and suture was re-applied. The patient was placed on antibiotics.